Event description:
It was reported that while traveling in Switzerland, the customer inadvertently performed the load sequence while connected to the site. Customer consumed carbohydrates. Customer did not believe the additional insulin impacted the BG as it was measured as 15.67 mmol/L. Tandem Technical Support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
Per Tandem Diabetes Care User Guide: NEVER fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low BG) events.In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.